Event description:
An international customer reported a sterrad® 100s cycle cancelled due to an injection system interrupted error. This occurred at the second injection phase. The concomitant load was not reprocessed and was subsequently released and used on patients. The load included an unknown amount of stethoscopes and rigid scopes. There was no injury or harm associated with the issue. This event is being reported to the FDA as a load from a cancelled sterrad® 100s cycle was released and used on patients.

Manufacturer narrative:
Manufacture date: 10/04/2004. Method - actual device not evaluated, no testing methods performed. Results - no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was not reviewed for the product malfunction code of "load not recalled" is not related to a functional failure of the product. The service history for this unit for the past 6 months ((B)(4) 2014) did not reveal a significant trend. The trend for the problem malfunction code ¿load not recalled¿ was completed from (B)(4) 2014. No significant trend was observed during this time except for one month which is currently being investigated. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to pathogens and infections from a potentially non-sterile load. A customer letter was sent to review the sterrad® 100s user's guide which states: "loads from cancelled cycles should be repackaged using new polypropylene wrap and tyvek® pouches, sterrad® chemical indicator strips, and the sterrad® sealsure® chemical indicator tape. If a sterrad® 24 biological indicator was placed in the cancelled load, it should be discarded and a new biological indicator should be placed in the chamber before starting the new cycle." In addition, the customer was advised to follow the current hospital facility procedures regarding the retrieval of unused instruments no further action is required at this time. The issue will continue to be monitored.

Manufacturer narrative:
(B)(4). Load not recalled